Event description:
Physician inserted and operated adiana device into right fallopian tube through hysteroscope following MFR's guidelines. Implanted adiana matrix into right fallopian tube upon completion of procedure, matrix was visualized floating in uterus instead of implanted in fallopian tube. Procedure was repeated with a new device. Floating matrix retrieved. MFR rep notified.